Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2017, a 25 mm trifecta gt valve was successfully implanted. During an in-clinic follow-up, the cardiologist detected aortic insufficiency grade IV and has multiple stenosis on iva and right coronary. The patient was dilated in april or may which could have damaged the valve. On (B)(6) 2020, the valve was explanted to resolve the event. A tear was found on one of the commissures. The patient is stable.

Manufacturer narrative:
The tear seen at explant was confirmed. Leaflet 1 was torn. There was circumferential fibrous pannus ingrowth on both the inflow and outflow surfaces, extending onto the bases of all three leaflets on the inflow side and on leaflets 1 and 3 on the outflow side. No inflammation or significant calcifications were present. Stent post 3 was bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. There was evidence of an outwardly bent stent post. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear, if present prior to explant of the device. Then the stent post deformation occurred could not be conclusively determined and cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which could to leaflet tears and reduced durability.